Event description:
Patient arrived at clinic for 5fu (fluorouracil) continuous ambulatory delivery device (cadd) pump disconnect. As I was unwrapping tape protecting the lumen, I noticed a chalky substance on the patient's abdomen as well as on the tape. The luer lock connecting the chemo lumen to the equashield (female) adapter was loose. Chemotherapy had spilled on the patient's skin. The provider was paged and they advised to clean the patient's skin with water and again with water and soap. Per patient, his skin was not itchy nor irritated. No redness or irritation was noted. Per provider, I advised patient if his skin were to become irritated, he should apply cold packs on his skin 4 times daily. 5fu is an irritant not a vesicant. Usually, pharmacy preps the 5fu cadd pump and nurses at 4c connect the female equashield adapter to the male adapter which is connected to the patient. Patient did not receive his full dose of chemotherapy (adrucil) as ordered.